Manufacturer narrative:
An event regarding periprosthetic fracture involving a mako baseplate was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "x-ray printouts, all undated, include an ap of the left knee demonstrated a cemented medial unicompartmental knee arthroplasty with a longitudinal fracture from the lateral side of the tibial component extending approximately 5-centimeters distal with minimal displacement. The bone is noted to be osteoporotic. A second ap of the left knee demonstrates two screws from medial to lateral with washers distal to the tibial component anatomically fixing the previously noted fracture. There is no evidence this periprosthetic fracture was related to factors of faulty component design, manufacturing or materials. The description that ¿the patient is doing well¿ after the orif confirms this fact." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed periprosthetic fracture. The bone is noted to be osteoporotic. There is no evidence this periprosthetic fracture was related to factors of faulty component design, manufacturing or materials. The patient is doing well after the orif. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient had her primary left medial mako done on (B)(6) 2017. On her two-week post op visit to the office (B)(6) 2017, the dr. Noticed a tibial plateau fracture beneath the keel of the tibial implant. Patient was in pain when they showed up for the two-week post op visit. On (B)(6) 2017 the dr. Performed a revision surgery and placed two screws upon the plateau to stabilize the fracture. The patient bone was found to be osteoporotic low vitamin d. Post revision; the patient is doing well.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had her primary left medial mako done on (B)(6) 2017. On her two-week post op visit to the office (B)(6) 2017, the dr. Noticed a tibial plateau fracture beneath the keel of the tibial implant. Patient was in pain when they showed up for the two-week post op visit. On (B)(6) 2017 the dr. Performed a revision surgery and placed two screws upon the plateau to stabilize the fracture. The patient bone was found to be osteoporotic low vitamin d. Post revision; the patient is doing well.